Event description:
It was reported the patient's ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient lost stimulation. The ipg is unable to communicate with the external devices and the programmer is displaying a communication error. The patient was seen by the physician and the ipg is inoperable. The next course of action is undetermined at this time.